Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer displayed an error code and that the programmer fails to respond since no stylus was returned with the programmer. Programmer responds as required with a known good stylus. Analysis was able to confirm the customer comment that the bezel is cracked however the overlay screen is still functional. Replaced and calibrated missing stylus, reimaged hard drive and reloaded software as a preventative, replaced bezel overlay assembly and device passed functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer sometimes fails to respond and was reported to have displayed an error message. The case had a crack on the right side of the screen assembly. The programmer was returned for service. There was no patient involvement.